Event description:
Physician reported the entire lap-band system was explanted due to erosion. It is not known if the device was replaced.

Manufacturer narrative:
Taper ii. Allergan has received the product, however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product, however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number. See scanned page.